Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 808:02 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a defective phm. The phm was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:02; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.